Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned vision stent delivery system (sds) noted no blood or contrast visible. The stent implant had dislodged from the balloon and was not returned. Crimp marks were visible on the tightly folded balloon between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. There was no other damage noted to the sds. There was a non-abbott stylet returned inserted through the tip of the sds. As there were crimp marks noted on the balloon, it is likely that the reported issue may have been related to stent dislodgement, rather than a missing stent as reported. Factors that can affect stent dislodgement outside the body include, but are not limited to, positive pressure during prep, negative pressure during sheath removal, forced sheath removal, interaction with other devices and/or anatomy, or improper or inadequate crimping at the time of manufacture. It is possible that the stent may have been dislodged due to handling during removal of the protective sheath; however, this could not be confirmed. A search of the device lot history record indicated no nonconforming material reports for the lot and a search of the complaint-handling database indicated no other incidents; there is no indication of a lot specific product quality deficiency. All stent delivery systems are inspected for proper stent placement, stent damage and crimped stent outer diameter. Additionally, a sampling of units is destructively tested prior to release to verify stent dislodgement force.

Event description:
It was reported that during device unpackaging the stent implant was missing from the balloon. There was no patient involvement. The device was not used. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.